Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an aaa . It was reported that six months later the patient developed sudden, severe, sharp pain in the right hemiabdomen wrapping around to the right back. This has been relatively constant and unrelenting since onset. The patient presented to the emergency department and had an episode of emesis. Bar the severe pain, the patient had no other major symptoms and had been feeling quite well recently. Right renal artery thrombosis was diagnosed . It was noted that at the index procedure, the endurant iis bifurcate was deployed further proximally than was intended, with unintended coverage of the right renal artery. Intervention was performed via suction thrombectomy and re-stenting with 2 non-mdt stents. The patient was hospitalized the site assessed the event as having a causal relationship to the study device and index procedure and not related to an underlying condition or disease.